Event description:
It was reported that during an inspection of the product boxes performed by a getinge employee, it was identified that the factory labels on two intra-aortic balloons (iab) had the wrong registration number on the product boxes. Because the label information was not correct, the devices could not be released to the customer. There was no patient involvement and no adverse event reported. This report is for the first iab. A separate report will be submitted for the second iab.

Manufacturer narrative:
Occupation: non-healthcare professional - international commercial logistics assistant. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
The product was returned in its original box, sealed and unopened. No physical damage noted. Upon further evaluation, it was determined that registration label was incorrect given its manufacture date. Since this particular device was manufactured on 23-oct-2019, then its registration number should have been "yzb/USA 2493-2015" instead of "20153032355". Therefore, the current registration number is incorrect. The evaluation confirmed the reported problem and has been escalated to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-2019 through oct-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).